Event description:
Boston scientific received information that this right ventricular (rv) lead did not deliver pacing when required, had high pacing threshold measurements and intermittent sensing. It was subsequently found out that this rv lead was dislodged. This rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.